Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient programmer showed that the stimulation was off and the program that it was on (h) was at 0.00 volts. It was noted that the patient was programmed after surgery that occurred ¿last wednesday¿ and was told everything was working ¿fine¿. It was reported that the patient did not feel stimulation. It was noted that the company representative assisted the patient to turn the stimulation on and turned the stimulation up to 1.5 volts. It was reported that the patient felt stimulation after this adjustment and it was ¿comfortable¿. It was noted that the patient saw the ¿replace patient programmer battery¿ screen when attempting to communicate with the ins it was further reported that the patient felt no stimulation sensation when the stimulation was turned on. It was noted that the implantable neurostimulator (ins) was not ¿working¿ and the patient was not getting ¿tingling¿ in their leg. It was reported that the ¿numbness¿ and ¿tingling¿ of the stimulation was not as strong as it was in the past. It was noted that the patient had a previous device and that system was working well.